Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 15:14:10. During night drain cycle four, the patient's ultrafiltration reading was 1522ml, indicating the home patient drained 1222ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and nothing was found that could have cause d or contributed to the reported problem. Upon conclusion of the investigation, the cause of this issue was determined to be use error, the tidal total ultrafiltration removal set too low the homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.